Event description:
During a balloon angioplasty treatment procedure, difficulty inflating and deflating the balloon was encountered. The lesion being treated was a 90% stenosed, calcified, proximal left anterior descending (lad) lesion. The physician predilated the lesion using a balloon (type and size unknown). The physician reported the lesion being somewhat difficult to cross and felt 'vibration" when placing the balloon. The maverick2 monorail 3.0 mm x 20 mm balloon was inflated on the first attempt at 8 atms, but slowly. Total inflation time was 60 seconds. The physician then pulled negative on the inflation device which deflated the balloon over 20 seconds. The pt did not have any symptoms during the inflation period. The device was removed from the pt without incident. The physician reported the deflation of the balloon was complete, but "wrapping of the balloon was somewhat bad." The procedure was successfully completed and the pt's status is listed as good.